Event description:
On 1/26/96 orthopedic surgeon removed drain. Approx 1 1/8" broke off tip of tubing and was retained in pt's knee. (Post-op left total knee replacement). Fragment of tubing was removed via arthrotomy left knee in the operating room on 1/26/96.